Event description:
According to the reporter, intra-operatively of a laparoscopic abdominal wall incisional hernia repair, during mesh fixation to the abdominal wall, at the time of the 21st firing to the outer edge of the mesh, particularly during the subsequent motion of withdrawing the shaft from the abdominal wall, the base of the tack fractured at the junction connecting it to the screw. The issue caused the base to fall into the abdominal cavity. Immediately after the drop, the base was retrieved from the abdominal cavity with a grasper and was removed from the body. The screw part of the tack that had been driven into the abdominal wall had passed through the pores of the mesh and was securely anchored. It was determined by the surgeon that there was no risk of it dislodging and it was decided to be left in situ. The remaining tacks were fired. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.